Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a correction bolus, a manual correction injection and changed supplies to address bg. Customer reverted to an alternate method of insulin delivery.